Event description:
Revision surgery - due to loosening.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Manufacturer narrative:
See a1, d4 expiration date, h2, h4, and h11. Complaint has been evaluated and is similar to: 1644408-2019-00711; 508-32-104, s810 - device loosening, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.